Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4), bone-anchored sling created with the invance system for the treatment of incontinence after radical prostatectomy: initial experience in (B)(6). Journal of nippon medical school. April 2012; 79 (2): 143-146.

Event description:
Related to MFR report #2183959-2012-01222. It was reported via journal article the use of a bone-anchored sling created with the invance system for the treatment of urinary incontinence after radical prostatectomy. The procedure was performed with the straight-in bone-anchoring system. The patient had used 7 pads/day for urinary incontinence for the 2 years after the prostatectomy surgery. Operative time was 157 minutes and blood loss was 70ml. Urinary retention was seen on postoperative day 2, but this symptom resolved the next day. Postoperatively, non-steroidal anti-inflammatory drugs were administered for perineal pain, a complication associated with the bone-anchored sling. No urinary incontinence was apparent after removal of the foley catheter, and the patient has been using only 1 pad/day as of 2 years after surgery. No additional patient complications have been reported in relation to this event.